Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia with insulin pump was not working properly where it doesn't vibrate or remind when suspend delivery is on and also experienced hyperglycemia due to customer failed to resume the insulin delivery from pump. The customer reported blood glucose value of 223 mg/dl. The event involved products mmt-1884, mmt-396a and mmt-332a. Troubleshooting was declined by the customer for high blood glucose and low blood glucose. Troubleshooting was performed for vibrate anomaly. Ran self-test and pump vibrated during self test as expected. No further patient complications were reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for mmt-396a. No product return is required for mmt-332a.

Manufacturer narrative:
Pump passed self-test. Toggled on/off and increased/decreased volume with the audio feature functioning properly. Unit successfully downloads to thump and carelink. The electronic assemblies were inspected, and no anomalies noted. The electronic assemblies were inspected, and no anomalies noted. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, missing display window cover. No audio/vibrate alert anomaly noted during analysis. Unable to confirm low/high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.